Manufacturer narrative:
Product analysis: analysis was able to confirm the reported error codes, the main printed circuit board (pcb) was out of electrical specification. Analysis also noted that the display wires were pinched with compromised insulation and the hanger assembly was broken. All found defective parts were replaced and the firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was displaying an error code. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.